Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out for eri, externalized conductors were observed. The lead was explanted and replaced. The patient condition was fine.